Event description:
The reporter contacted animas on (B)(6) 2015 alleging hyperglycemia while on insulin pump therapy with blood glucose measuring 23 mmol/l with symptoms of nausea/upset stomach and small urinary ketones. The reporter stated the patient provided self-treatment of the hyperglycemia with insulin via the pump. The reporter alleged the pump emitted a warning that the cartridge was low/empty; however, the audio tone for the alarm did not occur. This complaint is being reported because the patient alleged hyperglycemia while on insulin pump therapy and the pump did not emit an audio tone at the time of alarm for low/empty cartridge and this issue was not resolved with troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2017 with the following findings: review of the black box data revealed multiple replace cartridge alarms recorded around the time of the complaint. The pump was powered on for investigation and demonstrated fully functioning audio tone. Investigation did not duplicate the complaint.